Manufacturer narrative:
This supplemental report is being submitted to provide the additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not investigate. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus australia and the finding that the damage on the ultrasonic transducer surface of the subject device, omsc surmised that the reported phenomenon was attributed to the external force applied to the distal end of the subject device due to the user handling such as the hitting or the brushing. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found the damage on the ultrasonic transducer surface of the subject device during the maintenance by olympus (B)(4). At the incoming inspection for the repair, olympus (B)(4) identified that the ultrasonic transducer surface of the subject device was detached or peeled off. The other detailed information was not provided. There was no report of patient injury associated with this event.